Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. The device was reprogrammed. The patient did not have any symptoms and was doing good.